Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, upon interrogation of the device, the device battery bar was grey. The device was not used. There was no patient involved in this event.